Event description:
The customer complains about blood leak during treatment. The blood flow rate was 80min, tmp, 100. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. No sample is available for investigation. No further info is expected for this specific event and the case is considered close. The root cause of this event cannot be determined.